Manufacturer narrative:
The investigation for the reported product damage (cannula kink) has been completed. The product was returned. Per the results of the clinical review and investigation: analysis of the returned product revealed a dried, white biological substance in the outflow and wedged between the impeller and the cannula. However, the pump was run in the lab and the low flow could not be reproduced. As data logs were not returned and low flow was not reproduced, the exact root cause of the low flow could not be determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, lower than expected flows during device use. The pump was removed, and a new catheter was connected. Prior to the pump being replaced, the patient coded, and cardio-pulmonary resuscitation was initiated, and patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.